Event description:
It was reported that the patient never had therapeutic effect. It was also stated that the implantable neurostimulator had become disconnected from the leads and that the leads had migrated. It was stated that the lead migration may have been caused by the patient doing pilates. The patient was working with their physician, and further course of action had not been determined. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received confirmed a lead was fractured due to the patient's exercise routine (pilates). Impedance measurements showed >4000 ohms on all electrodes. It was noted that the patient experienced shocking and a loss of therapeutic effect following the exercise for "months" and the physician was never notified of this symptom. The patient did not want another lead if she never could exercise again. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported indicated the shocks that the patient experienced were felt "down into their pelvis." Even with the shocks, the patient continued to exercise for two years. The cause of the events were determined to be repetitive exercise. It was noted that the device was to be removed in 4 weeks. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3889-28, serial #(B)(4), implanted: 2009-(B)(6), explanted: unknown, programmer model 3037, serial # (B)(4).